Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was dislodged. This was discovered via a chest x-ray. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout the procedure.